Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn/ec slm leakage 2024-11-14 08:00 hu chunyu diagnosed with cerebrovascular disease, follow the doctor's orders to the patient for infusion therapy found that the disposable indwelling needle switch has been turned off, the end of the needle is still a small amount of liquid continues to flow, the patient's bed linen has a small amount of leakage, did not have an impact on the patient, replace the disposable indwelling needle for infusion. The patient and the patient's family did a good job of explaining to the patient.

Manufacturer narrative:
1. No defective sample and photograph have been received, and based on the limited information, it is difficult to determine the specific leakage site of the indwelling needle. 2. DHR/bhr review lot# 4052739. 1-the products of this batch were assembled at intima ii auto line 2 in february 2024, and packaged at r240 package line in february 2024. Work order quantity was (B)(4) ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 3. 45psi leakage test is carried out on the retained sample of this batch, and no leakage is found. Please refer to attachment for the test report. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Because the specific leakage site and abnormal state of the defective sample cannot be identified, so the root cause of leakage cannot be determined.

Event description:
No additional information provided.